Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: asku.

Event description:
The customer reported that they received an erroneous result for one patient sample tested for intact human chorionic gonadotropin + the subunit (hcgb) on an e602 analyzer. It was stated that the issue occurs once a year in this laboratory, but no further details were provided. The sample initially resulted as <0.1 miu/ml. The sample was repeated, resulting as 473 miu/ml. The sample was repeated a second time, resulting as 491 miu/ml. It was stated that the erroneous result was not reported to the patient. No adverse events were alleged to have occurred. The hcgb reagent lot number was 179255. The reagent expiration date was asked for, but not provided.